Event description:
A customer in the united states notified biomérieux of a performance issue associated with nuclisens® easy mag® disposable vessel ((B)(4)). The customer reported that the tip was missing from the cartridge after run completion on two (2) different easymags (em 5 and em 9). On both occurrences, the issue was on cartridge position a the second tip position. After the runs completed, the second tip from the left on both affected tip cartridges were missing. The customer reported this lead to a delay in reporting results less than 24 hours, and there no indication or report that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the united states notified biomérieux of a performance issue associated with nuclisens® easy mag® disposable vessel(reference 280135). The customer's issue could not be reproduced due to the fact that the customer had already discarded his defective aspirators, and there were no remaining nuclisens easymag disposable (ref 280135_lot z108hb) available in stock. As no defective samples could be sent to the supplier, the root cause could not be determined. However, the two probable root causes identified are: an inspection issue during the 100% visual control of assembled pieces, or an assembly error that led to a tip detachment after inspection. The system informed the user as expected with a warning/error message. Therefore, the issue was detected and managed correctly.